Event description:
Smooth IV induction - intubation of pt with stylet. Leak noted from endotube. 30 mins into case, leak recurred. Endotube changed uneventfully, sat 98% maintained. Upon examining removed tube, the tip was jagged-appeared to be missing a piece. Bronch was done to try to find missing piece-none found. CT also done-unable to detect any missing piece of ett. No evidence of trauma to trachea. Pt remained stable throughout.